Event description:
Coopervision was made aware that patient presented to eye care practitioner on (B)(6) 2013, for complaints of eye pain, watering, grittiness and increased sensitivity to light. Corneal check with fluorescein revealed possible os small corneal ulcer. Patient referred to ophthalmologist examination on (B)(6) 2013 and was diagnosed with possible contact lens related keratitis and suggested topical steroidal-antibacterial eye drops. Corneal check performed no visible signs of corneal ulcer both eyes. Negative staining. Both eyes clear and quiet.

Manufacturer narrative:
The association between coopervision lenses and the incident is unconfirmed.